Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was far-field oversensing the ventricular signal on the right atrial channel. The crt-d was reprogrammed and remains in service. No adverse patient effects were reported.